Event description:
A malfunction was reported with a code displayed as malf 12, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on how to reset the pump, and after doing so, the malfunction did not recur. It was concluded that the customer could continue using the pump, and they were advised to report back if the issue reoccurred.